Manufacturer narrative:
The returned device was evaluated. During this testing no power on tone is audible upon power on. Both the front and bottom speaker cables were found disconnected from the system board. Connected speaker cables and all alarms were audible and crisp. The vdc- (black) battery cable was also found to be loose on the battery terminal which could cause the device to intermittently power on and off when the connection contacts and disconnects from the battery terminal if the device is not connected to ac power. With the battery connection fully inserted the device is able to power on with battery power and the unit functioned as designed.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the unit powers-on and powers-off by itself. No known impact or consequence to patient.